Event description:
--

Event description:
Boston scientific received information that, during a routine follow-up, this device had a magnet rate of 100 ppm, consistent with a battery status of good, and an estimated longevity remaining of 1.5 years. At a follow-up six months later, the device had reached end of life (eol) battery status. The physician was dissatisfied with the longevity. The device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Following its return to boston scientific, detailed mechanical and electrical testing of the device was performed in our post market quality assurance laboratory. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. In addition, it was determined that, although this device experienced normal battery depletion, it declared eol earlier than previously estimated. This estimation is calculated based on several factors and results may differ slightly among longevity estimate tools. Longevity calculators have since been refined to better reflect actual device performance and current clinical practices.